Manufacturer narrative:
Device evaluation belt sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included incoming functional testing. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. Evaluation method biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's wife reported that the patient had a rash on his back under the rear therapy electrodes and that she was using a gold bond healing hand lotion. During a follow-up, the patient reported that the rash hadn't improved. He reported that his doctor suggested a diaper cream and cornstarch and that it had helped a little. During a second follow up, a distributor representative went to assist the patient and reported that the patient had a small rash on his back. The patient had been treating the rash with hydrocortisone cream and cornstarch. During a final follow-up the patient reported that his doctor advised him to use gold bond on the affected area and the rash was improving.